Manufacturer narrative:
There is no known lab cultures available to the firm to confirm the presence or type of infection. Infection at incision sites is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. During a follow-up visit with the implanting physician, the patient noted drainage coming from the surgical incision site. Physician diagnosed infection and a full system explant was performed on (B)(6) 2024. The firm was not notified of the infection or the explant until (B)(6) 2024.